Event description:
It was reported that air bubbles were observed within the pigtail/patient line. Customer performed a supply change to address the issue. There was no reported adverse impact to the customer's blood glucose level.